Event description:
The user facility reported a patient noted with high-risk percutaneous coronary intervention to the left anterior descending, left circumflex and left main arteries was implanted with an impella cp device for mechanical circulatory support. Following implant, the impella cp pump could not achieve flows greater than one liter per minute. Continuous suction was observed, and the decision was ultimately made to replace the pump. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella was not returned for evaluation. Data log was reviewed find that a suction alarm occurred. No motor current spikes were observed. No positioning issues occurred. No indication to confirm the reported low pump flow issue. The cause of the low pump flow cannot be determined since the complaint device not returned for investigation and insufficient clinical data provided.